Event description:
It was reported that during a roux-en-y, on the 3rd firing, a grinding sound was heard and the right side of the drivers did not appear to be fully deployed. They opened a new device to finish the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailbale at this time.